Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked due to the tubing detaching from the middle syringe component. This occurred during infusion of lactated ringers. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 12/04/2015-12/05/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the tubing was separated from the y-clear link. The reported condition was verified. The cause of the reported issue was determined to be due to manual assembly of the y-site and tubing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.